Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The device was originally returned fully assembled however the locking ring disassembled from the shell during the dimensional inspection. A material analysis concluded that no material or manufacturing defects were observed. No evaluation of medical records performed as none have been provided. The exact cause of the event could not be determined as no material or manufacturing defects were observed on the returned device and due to a lack of information. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause. The reported event regarding dissociation involving a centrax duration 26mm x 46mm was not confirmed.

Event description:
It was reported that, the patient had a bha on (B)(6) 2013. The patient had a dislocation on (B)(6). During the closed reduction, when the surgeon was pulling the patient foot, the centrax dissociated from the inner head. Therefore, the surgeon performed a revision surgery to replace the centrax with new one.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the patient had a bha on (B)(6) 2013. The patient had a dislocation on mar 2. During the closed reduction, when the surgeon was pulling the patient foot, the centrax dissociated from the inner head. Therefore, the surgeon performed a revision surgery to replace the centrax with new one.